Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix was found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
Additional information: h10 : a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during an initial implant procedure, the right ventricular (rv) lead failed to capture and exhibited high pacing impedance. The rv lead was not used and another rv lead was used to successfully complete the procedure. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.